Event description:
During a kit inspection on (B)(6) 2010, it was noted that three incompass universal drivers had bent prongs. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
No patient contact, found in kit inspection. Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.